Event description:
It was reported that, during patient use, the ventilator generated a severe occlusion alarm. The patient was transferred to another ventilator, with no harm reported. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4) . The customer reported to have replaced the exhalation filter, cleaned the unit, and the device passed all tests. The ventilator was placed back service at the user facility.